Event description:
It was reported that the patient was experiencing severe pain in the lower extremities and inability to walk. The patient was in the hospital. The physician noted that the pain was device related. No further information has been obtained despite good faith efforts.